Event description:
Clinic notes were received indicating that the vns patient had been experiencing frequent breakthrough seizures as a result of the patient¿s device running out of battery life and not functioning. It was noted that the patient had a remarkable response in both seizure frequency and severity following vns placement. An implant card was received indicating that the patient underwent generator replacement surgery on (B)(6) 2014. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.